Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl and 325 mg/dl. The customer treated with the manual injection. The customer reported that they are unable to troubleshooting for insulin flow blocked alarm. The troubleshooting was not performed for high blood glucose level. The reservoir will not be returned for analysis.